Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. The customers blood glucose (bg) level was impacted (273 mg/dl) the customer stated that a bolus would be taken to stabilize bg level.